Event description:
Device was returned from customer for service. During service by baxter technician, the device was found to have a deplated battery and require a battery harness upgrade. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.

Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure depleted battery was confirmed. The device was repaired at at baxter facility. The battery was replaced and an upgraded battery harness was installed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-132.